Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, line a was programmed to deliver saline 100ml, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 15ml, and the delivery was started. Line b was programmed in piggyback mode to deliver cipro 200ml, at a rate of 200ml/hr, with a vtbi of 200ml, and the delivery was started. After an unspecified length of time, the nurse went to check the delivery and noted that line a delivering at a kvo (keep vein open) rate and the solution container on line b had 50ml remaining instead of being empty as expected. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2012 at 0736, line a was programmed to deliver at a rate of 100mg/hr, with a vtbi (volume to be infused) of 15ml, for a duration of 9 minutes, and the delivery was started. At 0737, line b was programmed in the piggyback mode to deliver at a rate of 200ml/hr, with a vtbi of 200ml, for a duration of 1 hour, and the delivery was started. At 0837, line b was completed and line a resumed delivery. At 0845, line a alarmed n161 (line a vtbi complete), kvo (keep vein open) 1ml/hr started. At 0854, the delivery was stopped with a volume infused (vi) of 236.5ml. At 0856, the device alarmed n102 infuser idle 2 minutes. At 0857, the device was turned off. The review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.